Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 and ps2 power supplies were evaluated and then replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system failed to boot up. No patient serious injury or death was reported related to this event.